Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out within specification in relation to the customer reported downstream occlusion pressure too high which was not reproduced. Evaluation inspected the device but did not reproduce the issue during downstream occlusion testing, with testing passed, no symptom or potential cause observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump downstream pressure was too high. The event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.